Event description:
It was reported the colonovideoscope had burn at forceps port distal end. The event occurred during a reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.